Manufacturer narrative:
The customer called to report that has had some days where she has taken a bath and had forgotten to hit the resume; she did connect back on but just forgot to hit resume and she had high bloods sugars in the 500 mg/dl. The customer stated that she has forgotten to change out the infusion sets and they have been on for 4 to 5 days; the customer was reminded they are approved for change every 3 days. The customer stated that she may of been in a hurry and did forget her insulin pump one day but did not feel sick she was gone from 10-2 when she got home checked her blood sugars and she was high gave a shot and waited for it to come down; she did not want to be a bother to anyone so she did not say anything. The customer declined speaking to the help line.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 445 mg/dl. The customer was treated for high blood glucose with pump bolus, then shot. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call back if unexplained high blood glucose persists.